Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500mg/dl and 400mg/dl. Customer was treated with manual injection. Customer stated that drive support cap was normal and insulin exited at the quick release. Customer also experienced low blood glucose and declined troubleshoot for the same. Customer also reported that they had air bubbles of half the size of rice during therapy. Product will not be return for analysis.